Manufacturer narrative:
The returned power supply was evaluated by a philips product investigation lab (pil) technician. The pil technician confirmed the alleged issue, finding that there were 0-volts direct current (dc) at the power supply output. The 0-volt dc was confirmed during open circuit voltage testing. No open fuses were noted on the power board. No shorts were notes between the input or output terminals. The pil technician found that the faulty power supply was due to a faulty transistor. The transistor was found to be shorted between all terminals of the gate, the drain, and the source. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not run on alternating current (ac) power, producing a running on internal battery alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) of the alternating current (ac) issue causing the running on internal battery alarm. The device was reported to have continued running while the alarm was being produce. The asp observed the device and confirmed the reported problem, then replaced the device experiencing the issue with another v60 ventilator. This investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) confirmed the alleged ac power device issue and replaced the power supply to resolve the problem. Following the device repair the asp completed a comprehensive inspection, cleaning, running test, and functional test. No other abnormalities were found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.